Event description:
Circulator opened covidien ligasure impact device to sterile field for surgeon use. When attending surgeon activated the device and error message occurred on the electrical surgical unit (esu) ft10 of "incomplete seal". This occurred multiple times, the ligasure impact device was removed from service and replaced with a different ligasure impact device. The new ligasure impact device had no issues.